Manufacturer narrative:
During investigation and testing of the returned articles, the defect described by the customer could be confirmed. The investigation revealed that the cause can be traced back to a dimensional deviation on the returned outer sheath (article: 26050sc "resectoscope sheath, 26 fr.", lot: pl02). The internal geometry of the shaft deviates from the specification and is not circular. This deviation in shape means that the internal seal cannot make complete contact and is therefore not completely tight, which causes the reported leak. The records of the test sample of the concerned component were checked. No deviations were found. In addition, the evaluation of complaint data revealed no further reportable events with this identical fault pattern and no significant trend in complaints. This indicates that this is an isolated case and not a systematic production fault. In the corresponding instructions for use a warning is included that instruments and all of the accessories used in combination with them must be checked immediately before and after every use to ensure that they are in full working order. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "resectoscope leaking between the inner and outer sheath. Operation had to be aborted."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Further information was received on april 29,2025. The customer has corrected the event description and it was stated that "the surgery was complicated because a large amount of water leaked from the instrument. The user was wet (approximately 3 liters of water). However, the surgery was completed successfully under difficult conditions. There was no harm to the patient or the user."

Manufacturer narrative:
Additional information added in section b5 and section h-1 to reflect the event is now a malfunction. Additional information was added in section d-4 and d-10 for the following concomitant medical products: - 26040eb working element, bipolar, lot: tl12 returned on may 5,2025. - 26050ca inner sheath for resectoscope, lot: vl02 on april 16,2025. - 26050ca inner sheath for resectoscope, lot: tl03 on april 16,2025. - 26050ca inner sheath for resectoscope, lot: vl02 on april 16,2025. The device in question was returned to manufacturer on april 16,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Correction in h6 codes. The event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
Preliminary results: during initial inspection and testing of the returned articles it could be confirmed that there is leakage between the outer sheath (articleno. 26050sc) and the inner sheath (articleno. 26050ca). Furthermore, the result of the initial tests confirmed that the cause of the leakage is most likely related to the outer sheath. The root cause analysis is currently still ongoing. Further investigations and tests are conducted by subject matter experts (product management and r&d department). A preliminary complaint history review for the articles 26050sc and 26050ca revealed no similar reportable events. The event is filed under internal karl storz complaint ID: (B)(4).